Event description:
It was reported to philips that motorize movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement were not available. Analysis of the system log file showed that there was longitudinal motor slip on rails. The fse checked and cleaned rails and eccentrics. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.